Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows minimum signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window and is not dispersed; the glass cap exhibits very mild devitrification and very mild detritus adhesion at the output window; the red octagonal sign is aligned with the output window; no failure was found. Probable root cause: based on the results of the investigation, the product complaint could not be confirmed; there is no failure found with the returned product.

Event description:
It was reported that during a prostate procedure, the ¿beam was out of alignment, dispersed when fired.¿ it was further reported that the physician "felt like something was pricking him." The procedure was completed using a second fiber. Patient ¿ok¿ reported. No report of patient injury. No further information reported regarding physician status.